Event description:
It was reported that the insulin from the reservoir leaked. It was stated that the customer kept the insulin pump in his pocket and it was wet as well he has smelled like insulin for the past three months. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.